Event description:
It was reported that "hair contamination was noticed on the inflation syringe when the syringe was connected to the catheter before use." No patient injury was reported.

Manufacturer narrative:
One catheter with 1.5 cc monoject limited volume syringe, cal-cup, and a three-way stop cock were returned for evaluation in the original unopened packaging tray. No visible damage to the catheter, cal-cup, or syringe was observed. One loose black hair-like particulate was observed on the returned syringe body surface. One end of the particulate appeared to be consistent with a hair follicle. The other end of the particulate appeared cut. The length of the particle was approximately 4 cm long. Visual examination was performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of contamination was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.